Event description:
During a coronary intervention, the stent fell off the delivery device and was unable to be visualized under fluoroscopic exam. This resulted in the need to transfer the patient to another facility for further testing to find the stent.